Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform a system check, but no issues were identified. Customer changed the pump supplies and resumed insulin delivery.